Manufacturer narrative:
This report is submitted on april 07, 2022.

Event description:
Per the clinic, the patient experienced redness due to magnet dislodgement during an MRI (specific date not reported). Surgery to reposition the magnet was completed on (B)(6) 2022. The implanted device remains.